Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station has not been fully synced yet. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been fully synced. A field service engineer (fse) addressed an issue where technical support specialist (tss) was unable to remote into the new station and was requested to reinstall remote support service (rss). The fse reinstalled rss at station, allowing remote access. Afterward, tss was contacted to continue the station installation. The data synchronization was completed, and the station became fully operational. The rss agent was successfully reinstalled, and the customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station has not been fully synced yet. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.